Manufacturer narrative:
The cause of this event is unknown at this time. This incident is currently under investigation.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and data. It was determined that the cause of the discordant, falsely low val result is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant, falsely low valproic acid (val) results on two patient samples were generated on the immulite 2000 xpi. The patient samples were re-tested (repeats 1, 2 and 3) and val results were generated that were higher than the initial results. It is unknown if any results were reported to the physician. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely low val results.

Event description:
Discordant, falsely low valproic acid (val) results on two patient samples were generated on the immulite 2000 xpi. The patient samples were re-tested (repeats 1, 2 and 3) and val results were generated that were higher than the initial results. It is unknown if any results were reported to the physician. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely low val results.